Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube, and cracked reservoir tube window.

Event description:
The customer called and reported she received a button error alarm on the insulin pump while in the water. Customer's blood glucose was 202 mg/dl. There were stated to be cracks in the insulin pump as well. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.